Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient stated she experienced low blood sugar at work on (B)(6) 2014. Her manager took her to the hospital and she was given juice. Patient further reported that she lost consciousness at work on (B)(6) 2014. Patient was found and brought to the emergency room. Doctors administered dextrose 50% to treat low blood sugar. X-rays revealed that the patient had broken her foot and inflammation in her finger. At the time of contact with dexcom technical support, the patient reported feeling okay.